Event description:
It was reported that the pump¿s quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer removed the pump from its case and tried pressing the button again following instructions, but the issue persisted. Technical support decided to replace the pump, confirmed the customer's shipping address, and informed the customer of the replacement without interrupting insulin delivery using the provided backup therapy pump.